Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver displayed err 67. At the time of contact, no injury or medical intervention was reported.